Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient presented with pre-syncope and feeling unwell. An unreliable underlying rhythm with prolonged pauses were seen on the ECG. Upon interrogation, the right ventricular (rv) threshold had increased and sensitivity had dropped. No bipolar capture was present. Lead damage was suspected, so the rv lead was capped and a new lead was implanted.